Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device and is doing well. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient has suspected pump thrombosis. The patient's lactate dehydrogenase (ldh) level is greater than 1100 u/l, the pump powers are higher than usual and the patient has bloody urine. The international normalized ratio (inr) goal is 2-3 and the patient averages 2.2-2.4. The inr/ldh upon admission was 2.0 and 1192 u/l. An echocardiogram showed that lvad function appeared normal. The patient is currently on a heparin drip.

Manufacturer narrative:
Approximate age of device: 7 months. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.